Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0208951712, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208951712, implanted: (B)(6) 2015, explanted: (B)(6)2015, product type: lead.

Event description:
Additional information received reported that the event was serious. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208951712, implanted: (B)(6) 2015-, explanted: (B)(6)2015, product type: lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208951712, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the rep reported that there was no device or procedure issue and it occurred during use. The event date remains unclear. The pain was due to the scar being located at the same level as the belt of the pants. The lead was changed on (B)(6) 2015 due to advanced evaluation 1 (ae1). During the same intervention they checked the stimulator pocket. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0208951712, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional in a clinical study via a manufacturer representative (rep) reported pain at the stimulator level. The pain was due to the scar located at the belt level of the pants. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken to resolve the issue was repositioning the electrode on (B)(6) 2015. The issue was resolved at the time of the report. It was reported that it was not related to the lead. An investigator assessed the event as not serious, not related to procedure, and related to the device. Relevant medical history includes fecal incontinence due to peripheral neuropathy since 2012. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.